Manufacturer narrative:
B5 event description updated. D1 suspect medical device corrected from watchman flx left atrial appendage closure device with delivery system to watchman access system.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that perforation occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Following the procedure a persistent atrial septal defect was identified. It was previously reported the procedure was completed using a wds. It was further reported the procedure was also completed using a watchman access system (was). It was also further reported a perforation did not occur but the patient experienced tissue damage.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that perforation occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Following the procedure a persistent atrial septal defect was identified.

Manufacturer narrative:
B3: date of event - aware date of 05sept2023 used as event date is unknown.